Manufacturer narrative:
(B)(4). D10: unk liner. Unk head. G2: foreign: australia. Visual examination of the provided pictures identified the explanted shell, liner, and head, all covered in bio-debris. Some bone is noted within the pps coating of the shell. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This report was previously reported under: 0001822565-2024-03117. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure due to cup loosening and pain. The g7 52mm cup, neutral liner and metal 32mm head were revised. Hip was stable and closed. There is no further information available at the time of this report.